Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission indicated that there was undersensing and oversensing noted on the atrial channel. High/undefined pacing impedance triggered a warning and varying impedance was noted on trending. The device was noted to be programmed in vvi mode at some point. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.